Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The complaint was verified by functional testing. The cause was the clock battery of the main board not working. Replaced the main board and the device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that time and date does not change. There was unknown patient involvement and unknown patient harm.